Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was unstable and had dislodgement/placement difficulty. It was noted that the patient had horrible coronary sinus anatomy and the lv lead would not stay in any branch. The lv lead was not implanted. No patient complications have been reported as a result of this event.